Manufacturer narrative:
No pump or serial number was provided and no further investigation is possible at this time. However, there is currently insufficient information to conclude a device malfunction occurred, and the IV administration set referenced in the report to sigma is not a sigma product. (B)(4).

Event description:
The following event was reported to sigma by a distributor sales representative for an "incident" involving a sigma spectrum large volume infusion pump. "The nurse hooked up the huber needle to the port and got a good blood return. She hooked up the rymed invision plus. Hooked up the 2c8537 and the 250 saline bag running through the pump. The pump indicated a down stream occlusion, once the pump showed an occlusion, it stops, then, when the pump showed no occlusion, the pump automatically started up again, and occluded again. The nurse said that she went to disconnect the rymed valve and reconnect to see if that worked to stop the occlusion and she was sprayed in the face, eyes and mouth with the saline from disconnecting the 2c8537. There was no mention of level of patient involvement, patient injury or medical intervention in regards to this report. No further information was given about the nurse's condition." The date of the event is unknown.